Event description:
The event is reported as: complaint alleges: it was reported that during an operation the device caused a micro-lesion of the small intestine, which caused the peritonitis. The pt was then moved to the ICU of another hospital to operate on the peritonitis. Pt current condition is unk.

Manufacturer narrative:
Device sample not rec'd by MFR in time for this report. A device history record (DHR) review did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the MFR will continue to monitor and trend relating complaints.